Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) as a result of the left ventricular (lv) lead exhibiting greater than 2000 ohms pacing impedance. In addition, the patient reported feeling their entire body pulsating with each heart beat. A boston scientific representative was paged to perform device interrogation and reprogram as necessary. No additional adverse patient effects were reported.